Manufacturer narrative:
It was reported that during a surgical procedure, the cautery tip was found to be broken off. The procedure time was extended for 10 minutes in an attempt to locate the tip but it was never found. X-rays and fluoroscopy did not identify the tip in the patient. No injury resulted. The other end of the cautery device was not returned for evaluation. It is not known if the tip was manually bent during the procedure but this could have caused the tip to break. Without a sample or photos to evaluate, a root cause cannot be determined. No corrective action is indicated at this time. Due to the report of the extended procedure, this medwatch is being filed.

Event description:
During a total hip replacement, the tip of a 6 inch bovie cautery broke off and was never located.